Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogating the implantable cardioverter defibrillator, the programmer displayed a message stating it was attempting to read the device for several minutes. The clinician then attempted to save the device summary to a flash drive but was unsuccessful. A manual upload was completed and the clinician was able to save the summary without any other issues. It was determined that the programmer exhibited a software lock up anomaly due to its interaction with the implantable cardioverter defibrillator. No other intervention was performed. There were no adverse consequences to the patient.